Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no adverse impact on the customer's blood glucose level. The customer changed the infusion set tubing and cartridge was loaded to resolve issue.